Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Patient reported left side "rupture" and "capsular contracture", baker grade unknown. The device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed left side capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, g2, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "capsular contracture", baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. Record is for left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that rupture occurred on contralateral side. Hence rupture is being unreported. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced with another manufacturer's device. Previous medwatch submission noted "rupture." Upon further information, allergan has determined that the event of "rupture" did not occur.